Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was suspected. No adverse patient effects were reported. This ICD was successfully explanted and replaced with another guidant ICD. The explanted device will be returned for analysis.